Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient had an initial right hip arthroplasty in 2007. Subsequently, the patient has been experiencing movement of the implant and has been scheduled to be revised.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.